Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards lifesciences field clinical specialist, during a right transfemoral transcatheter aortic valve replacement (tavr) procedure using an 14fr esheath+ and a 23 mm sapien 3 ultra resilia valve with commander delivery system, resistance was encountered while advancing the delivery system through the sheath. The resistance was felt at the fully expandable portion of the sheath. The valve and delivery system never exited the tip of the sheath. During insertion, the outer pusher portion of the delivery system catheter that was outside of the patient's anatomy cracked/snapped in half. The delivery system and esheath+ were subsequently removed from the patient. The guidewire was noted to be bent and stuck. It is unknown how the wire became bent, or at what point in the patient's anatomy it was bent. Other than the delivery system, no other ew devices were damaged. Following removal of the system, a large hematoma developed at the access site in the right groin. The physician performed a surgical cutdown to expose and repair the affected vessel. A new system and esheath+ were prepared and a second valve was opened; however, the team ultimately decided to repair the vessel and abort the tavr procedure. The patient was reported to be in stable condition following these events. The perceived root cause, as reported, was the force applied while advancing the delivery system through the sheath. The device was discarded and not returned for evaluation. Post-procedural device-related photos were reviewed, and the following was observed: the delivery system is fully inserted through the sheath, with the crimped thv fully aligned on the inflation balloon and the flex tip positioned over the triple marker. There is a jagged crack in the middle of the flex shaft. Imagej measurement analysis shows the crack is located approximately 10.68" from the distal end of the flex shaft, not including the flex tip. No observable damage visible on the sheath and its accessories.